Event description:
On january 2, 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was reading inaccurately high. In 2006 at 10:30 pm, the patient got a blood glucose result of "474 mg/dl" and took insulin (unspecified type and dose). Around 3:00 am, the patient woke up with symptoms of shakiness, sweating, and nervousness. At that point, the patient tested her blood glucose again and got a result of "150 mg/dl" which she felt was inaccurately high. The patient administered self-care by eating "crackers and icing gel." She also drank milk. When the patient started feeling better, she went back to bed. She denied seeking or receiving medical attention. On an unspecified date, the patient performed a blood glucose test on the meter using test strips from the same bottle that she had used during the event. She got a result of "400 something" which she felt was inaccurately high. The patient retested with a new, different bottle of tests strips within 10 minutes and got a result of "135 mg/dl." At that point, the patient determined that the reported vial of test strips was giving inaccurate high results. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers and cleaning the puncture sites correctly. She did not have control solution to perform a quality control test. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient took insulin based on a meter result of "474 mg/dl." The patient developed symptoms indicative of hypoglycemia and retested her blood glucose. She obtained a result of "150 mg/dl." The patient's symptoms did not correlate with the reported meter result. The patient treated herself by consuming food and a beverage to raise her blood glucose. The patient also performed a meter-to-same meter comparison test that did not meet lifescan's criteria for precision testing. The patient got a result of "400 something" mg/dl using the reported vial of test strips and about 10-minutes later, obtained a result "135 mg/dl" using a different vial of test strips.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.